Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported via facility medwatch# 5101796 that guidewire detachment occurred. The patient presented with chest pain and underwent emergent cardiac catheterization. A pt2 guidewire was used during the procedure. However, an unintended retention of the wire was observed with unsuccessful attempts to snare. No further information is available.